Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to the use of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report their "oes elite" telescope¿s handle snapped off during the insertion of a transurethral resection of the prostate (turp) procedure. The end user reported minimal delay while they retrieved a new scope, and the procedure was completed in 37 minutes with the new scope. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. No image generation was also uncovered during evaluation of the device. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.